Event description:
It was reported by the user site that during an eviva procedure on (B)(6) 2025, "poor tissue samples were obtained, with cores appearing fragmented and smaller than expected. Due to inadequate sample size, additional tissue retrieval was necessary. While a typical procedure yields approximately 6¿12 cores, this case required 24 cores, and the tissue volume obtained was not consistent with this number." MDR being submitted due to additional tissue samples retrieved from the patient. No further information is available.

Manufacturer narrative:
An investigation was conducted: it was reported by the user site that during an eviva procedure on (B)(6) 2025, "poor tissue samples were obtained, with cores appearing fragmented and smaller than expected. Due to inadequate sample size, additional tissue retrieval was necessary. While a typical procedure yields approximately 6¿12 cores, this case required 24 cores, and the tissue volume obtained was not consistent with this number." MDR being submitted due to additional tissue samples retrieved from the patient. The device was not returned for this complaint, and only limited patient-related information was provided. Therefore, a full investigation could not be conducted. Without the returned device, it is not possible to confirm a definitive root cause of the issue. Cause/root cause: root cause analysis did not identify a definitive root cause. The investigation included a comprehensive review of complaint data and risk assessments, but could not perform any testing procedures, because the device was not returned. Conclusion: the reported issue could not be confirmed because the device was not returned. A comprehensive review was conducted, including device history records, complaint data, and risk assessments. CAPA/hra/ncr/scar are not deemed required at this moment by this event. Future events will be monitored and trended. Device history record (DHR) review: the DHR was reviewed for the corresponding lot, and no relevant risk factors were found in the manufacturing process.